Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported that the display of the insulin pump was damaged. Mother stated that there seems to be an ink blot at the bottom of the screen and that they are unable to make out any of the words on the screen. Customer's blood glucose reading at the time of the call was 72 mg/dl. No further information reported.